Manufacturer narrative:
The lead was returned with insufficient information. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that patient presented for scheduled procedure. The lead was explanted due to unknown malfunction. Patient condition was unknown.

Manufacturer narrative:
D6b - date of explant should include (B)(6) 2025.